Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 88 mg/dl. The drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test due to compromised force sensor system alarm. Insulin pump received with loose drive support disk.